Manufacturer narrative:
The results of optical and visual analysis of the returned intraocular lens were within manufacturing specifications. The diopter of the lens was measured and confirmed to be correct as labeled. A manufacturing record review was performed and it met all manufacturing specifications. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The lens received, evaluation is anticipated but not yet begun. The lens met all manufacturing specifications prior to release. All available information is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported the intraocular lens was exchanged for an alternate lens 3 months after implant. Reason stated was the patient's complaint of dysphotopsia. There was no patient injury or adverse effects during the replacement , lens was implanted without incident.